Manufacturer narrative:
On 7/21/2020, the mentor failure analysis lab has received the device for evaluation. On 7/28/2020, during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Reason for device explant and/or reoperation: macromastia, acquired breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 190cc on the left side and with mentor memorygel breast implant 225cc on the right side and suffered from rupture on the left breast implant. The patient was diagnosed with macromastia, acquired breast asymmetry. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 275cc on the left side and with mentor memorygel breast implant 270cc on the right side on (B)(6) 2020. This medwatch is for the right side.